Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse measured the 3v cmos battery and found it to be 1.4v, which was below the limit. The fse confirmed that the issue was caused by a depleted cmos battery. To resolve the reported issue, the fse replaced the cmos battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not able to boot up. System was not in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.